Event description:
It was reported that the user unintentionally delivered 3.4 units of insulin while on the fill tubing screen during an attempted meal announcement and received phone-based education to exit the process and return to the home screen. User was advised of potential risk of low blood glucose, and the user planned to monitor glucose. No reported symptoms. Outcomes included troubleshooting and user education without alerts, alarms, or hospitalization. Investigation included customer service review and user guidance focused on infusion set and cartridge use during tubing fill. Investigation of this case revealed use error during the tubing fill workflow while connected to the infusion set and tubing, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to operation during the fill tubing procedure.